Event description:
Had a programmer failure while interrogating a patient's pacemaker with this medtronic carelink encore programmer. Programmer screen went black with white lettering stating programmer failure do vvi back up for emergency. Did not have to do vvi backup emergency as the patient remained stable. Shut the programmer down for about a minute. Turned back on and continued interrogation without further incident. Called mdt technical services and they stated to keep an eye on the programmer as this was likely a rare event. Supervisor would prefer we take the programmer out of service to be looked at by mdt. Called mdt representative to come and check on the programmer and replace if necessary. Manufacturer response for ICD/pacemaker programmer, medtronic care link encore programmer (per site reporter). Advised that if the programmer reset after turning off and then back on likely no problem. Monitor for now and if this happens again to pull oos for maintenance.